Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight: not provided.

Event description:
It was reported that the implant fixture mount and mount screw fracture. Customer was unable to retrieved the fracture fragments and implant was removed. Tooth location 19.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An imp,tsv,3.7,10,mtx,mg (tsvtb10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fracture at the hex of a mount inside the implant. No screw returned or found fractured inside implant. The rest of the mount also not returned. The implant is damaged at the hex feature, likely due to removal or the fractured mount. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. The length of usage of the device is same day. Pictures or x-ray images were not provided.appropriate documentation was reviewed. DHR review was completed for the subject lot number (2018032013). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa.complaint history review was performed for the reported lot number (2018032013) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur with the mount however the mount screw was not returned and can not be verified. The reported event was confirmed.